Manufacturer narrative:
This report is filed on april 19, 2017.

Manufacturer narrative:
This report is submitted on april 03, 2017.

Event description:
Per the clinic, the patient experienced pain and a lack of clinical benefit with device use resulting in the decision to explant the device on (B)(6) 2017.